Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective therapy and could not set the ipg to MRI mode. Diagnostic reports indicate that there are multiple high impedances on the lead. After MRI attempt the patient alleges that the ipg was no longer functioning correctly. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was removed and replaced to address the issue.

Event description:
Additional information after product analysis indicates that the ipg was functionally tested and passed all testing. Based on this information this is no longer considered reportable.

Manufacturer narrative:
Correction to b5: additional information after product analysis indicates that the ipg was functionally tested and passed all testing. Based on this information this is no longer considered reportable. The reported event for ipg communication issues was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. A review of the ipg diagnostic logs confirmed that the ipg was able to communicate with an external device throughout the patient¿s implant duration.